Manufacturer narrative:
A) during a standard treatment, an electrical dental handpiece got hot and burned the pt on the tongue and lower lip. Tongue had a very small burn, lip was burned to the size of the back cap. Pt was told to take otc-ibuprofen and was instructed to apply ice to lip as needed. Pt was contacted one day after and she stated that she was feeling well. B) the analysis of the handpiece did show that it had a medium debris level. The bearings have been grinding, wobbling and falling apart. The head heated up during test run of the eval. The user instruction requires a test run before each use and informs that a handpiece mustn't be used if it runs out of specifications. C) reported due to the 2 year presumption rule.

Event description:
During a standard treatment, an electrical dental handpiece got hot and burned the pt on tongue and lower lip. Tongue had a very small burn, lip was burned to the size of the back cap. Pt was told to take otc-ibuprofen and was instructed to apply ice to lip as needed. Pt was contacted one day after and she stated that she was feeling well.